Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that no expansion is noticed after 3 to 4 elongation sessions. The jts motor sound was heard. It was further reported that the patient is in a stable condition, and there is a leg length discrepancy.